Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site and evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and suspected electrical noise. The fse determined the ise (ion selective electrode) data control board malfunctioned. The fse replaced the ise data control board to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of false low patient results for ion selective electrodes (ise) which includes sodium (na), chloride (cl), potassium (k), carbon dioxide (co2), and calcium (calc) with negative anion gap and ¿g¿ flag involving the au680 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.